Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an unknown graphical user interface (gui) printed circuit board (pcb) failure. The ventilator was not in use on a patient at the time of the reported event. To address the issue, the customer replaced the gui pcb. The medtronic service engineer uploaded the latest revision of the software. The ventilator passed all tests.